Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was receiving an MRI for worsening dementia and does not know if it is related to the device or therapy. No further complications were reported or anticipated with this event.